Event description:
It was reported that the patient died. It was reported via social media that the patient had a myocardial infarction and died two months post the watchman implant procedure.

Manufacturer narrative:
Date of death: estimated for 2 months and 1 week post procedure based on procedure date estimate of (B)(6) 2022. Date of event: estimated for 2 months and 1 week post procedure based on procedure date estimate of (B)(6) 2022. Implant date: estimated as (B)(6) 2022 since it was noted procedure was in january.